Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer complained about the insulin pump having a the main arm cannot communicate with the motor arm & hardware low level failures. On event date of may 27, 2022. Test and p-cap locks properly into the reservoir compartment. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self test. Pump could not perform the active current measurement and sleep current measurement due to pump not holding a charge or operate on battery simulator due to moisture damage. No the main arm cannot communicate with the motor arm & hardware low level failures alarms during testing. Successfully downloaded history files and traces using thus. The main arm cannot communicate with the motor arm & hardware low level failures was present in the history download on event date of may 27, 2022. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electric board and motor home switch. The following were noted during visual inspection: scratched case, scratched lcd window, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, overlay scratched, moisture damage and corroded motor home switch. The main arm cannot communicate with the motor arm & hardware low level failures. Was confirmed due to hardware error. Pump had moisture damage on electric board and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a pump error 3 & pump error 63 on event date of 27-may-2022. Test and p-cap locks properly into the reservoir compartment. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and self test. Pump could not perform the active current measurement and sleep current measurement due to pump not holding a charge or operate on battery simulator due to moisture damage. No pump error 3 or pump error 63 alarms during testing. Successfully downloaded history files and traces using thus. Pump error 3 & pump error 63 with variable (9) was present in the history download on event date of 05/27/2022 17:58:03.000 esf# na, file number= 32143,line number= 399. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb1, pcb2, and motor home switch. The following were noted during visual inspection: scratched case, scratched lcd window, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, overlay scratched, moisture damage and corroded motor home switch. Pump error 3 and pump error 63 with variable (9) was confirmed due to moisture damage on the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Device was returned for analysis.